Event description:
It was reported that after completion of an da vinci-assisted incisional hernia taap (transabdominal preperitoneal) procedure, the patient developed an infection and has been on multiple antibiotics. The type of infection (wound/local or systemic) and cause of the infection are unknown. It is also unknown if the post-operative complication resulted with prolonged hospitalization or readmission. The surgeon is reportedly unsure sterile reprocessing was a contributing factor to the infection. No further clinical information was provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A review of the system logs for the event date of (B)(6) 2022 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted incisional hernia taap procedure, the patient developed an unspecified infection. As a result, the patient received multiple antibiotics. The cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.